Event description:
Procedure type: hernia. According to the reporter: the gray seal fell into the cavity while inserting the mesh. The surgeon removed the seal from the pt's cavity using graspers. No pt injury was reported.

Manufacturer narrative:
Date initial report sent: 05/30/2008.